Event description:
It was reported that the customer called stated nursing staff reported flow issues in an arctic sun device. Per wo notes, functional verification, the circulation pump command (cpc) was 54 percentage, and flow was within specification. The system hours were over 4200 but had no record that the circulation pump had been replaced. The service manual and they would do the part replacement onsite. Per additional information updated from ttm on 20nov2025, biomed had device in shop. The nurses sent it down stated it has alert 01 (patient line open) and alert 02 (low flow).

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. Per wo notes, functional verification, the circulation pump command (cpc) was 54 percentage, and flow was within specification. The system hours were over 4200 but had no record that the circulation pump had been replaced. The service manual and they would do the part replacement onsite. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called stated nursing staff reported flow issues in an arctic sun device. Per wo notes, functional verification, the circulation pump command (cpc) was 54 percentage, and flow was within specification. The system hours were over 4200 but had no record that the circulation pump had been replaced. The service manual and they would do the part replacement onsite. Per additional information updated from ttm on 20nov2025, biomed had device in shop. The nurses sent it down stated it has alert 01 (patient line open) and alert 02 (low flow).